Manufacturer narrative:
Stryker further evaluated the replaced main keypad at the product assessment center (pac) and was not able to duplicate the reported issue. Despite the wear on the main keypad, critical functions could still be performed. A root cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation, stryker observed that the main keypad of the customer's device was unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed.

Event description:
The customer contacted stryker to report a non-critical issue with their device. There was no patient use associated with the reported event. Upon evaluation, stryker observed that the main keypad of the customer's device was unresponsive. In this state the device may not be able to deliver defibrillation therapy, if needed.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer's device and was able to verify the reported issue. The main keypad was replaced to solve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.